Event description:
It was reported that the packaging did not open properly, causing the palacos to become unsterile or contaminated. The sales representative was not present during the reported incident; however, the sales representative met with the hosp operating room supervisor and in-serviced the operating room staff on how to open the cement after the reported incident. The staff was instructed to treat the cement as they would an implant and to take add'l time to more carefully open the cement packaging in the future. There was no harm or delay reported and the procedure was completed using another palacos cement package.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.